Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular channel of the implantable cardiac defibrillator during follow-up. No patient symptoms were reported. On (B)(6) 2015, the patient was seen again in clinic where device reprogramming was performed.